Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g4, g7, h2, h3, h6, h10. The complaint sample was evaluated and the reported event was confirmed. The returned provisional was found to exhibit damage and was fractured. The device history records were reviewed and no discrepancies were identified. The package insert instructs to inspect all instruments/provisionals carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, the device should not be used and a replacement should be requested. The root cause is attributed to be wear and tear over the device's field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that a stack of trays fell when being transferred to sterile processing, resulting in the provisional fracturing. No adverse events were reported as a result of this event.